Manufacturer narrative:
Patient report of deformity and medical treatment after off-label injection of bellafill dermal filler in a scar left from stitches on upper cheek. This is a conservative filing. The patient declined to provide permission to contact her bellafill injector or her current physician and no further info regarding the report of deformity was provided after the initial report and attempts by phone and email. It is suspected that medication was required and that the deformity is permanent. Patient indicated rounds of "dissolving and deformity" in initial report. Bellafill lot numbers used in the patient's procedure are unknown and bellafill use cannot be confirmed at this time. Potential bellafill lots were determined via shipping history and injection timeframe provided by the patient ((B)(6) 2021). No issues were noted with the potential lots in manufacturing records or in retained lot samples. The patient was injected off-label in a scar left from stitches on upper cheek. Per the bellafill instructions for use: bellafill dermal filler is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. Bellafill syringes are single use devices and are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Patient report of deformity and medical treatment after off-label injection of bellafill dermal filler in a scar left from stitches on upper cheek.